Event description:
"Pt had pacemaker lead extracted in 2004 using a dilator sheath set. Upon removal about 1 3/4 inch tip broke off - not known at time of extraction - and remained in pt's chest. Pt presented with pain in chest area and upon exam the tip that broke off was discovered and removed."